Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the leak at the pneumatic electric proportional valve was traced to a malfunction of the electro-pneumatic proportional valve; however, the specific root cause could not be identified. Similarly, the root cause of the improper flow manifold malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the high flow insufflation unit was found to have experienced two malfunctions: a leak at the pneumatic electric proportional valve and an improper flow manifold malfunction. There was no patient involvement.